Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6mm 10cm 155 saber rx percutaneous transluminal angioplasty (pta) was inserted. However, it ruptured at its nominal pressure. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
Additional information was received and section b5 'description of event' was updated in the first paragraph of the conclusion below. The balloon of a 6mm x 10cm x 155 saber rx percutaneous transluminal angioplasty (pta) was inserted. However, it ruptured at its nominal pressure. There was difficulty removing the protective balloon cover. There was no reported patient injury. The target lesion was superficial femoral artery which had little calcification and little vessel tortuosity. The percentage of stenosis was 80%. The device was not used for a chronic total occlusion (cto). The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the product from the hoop, the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The product was removed intact (in one piece) from the patient. Other additional procedural details were requested but were unknown. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 17662137 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-burst-at/below rbp¿ and ¿packaging/pouch/box removal difficulty - protective balloon cover (balloon catheters)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of calcification with stenosis may have contributed to the reported event, as calcification is known to damage balloon material. However, it was stated by the customer that there was difficulty removing the balloon cover from the device. It is a possibility that damage to the balloon may have occurred if too much force was used upon attempting to remove. Moreover, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and event reported. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon.¿ according to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.